Event description:
Event description guidant received information that during a routine follow-up, an interrogation of the ICD triggered a warning screen indicating the device had reset itself. The patient had not undergone any radiation therapy or had a recent MRI scan.